Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 11 fractured. Construction was a dental bridge. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant after more than 13 years in situ.